Event description:
My son, (B)(6), is a cardiac and stroke victim. He is only (B)(6) years old and attends college. He tests his inr with a home monitoring system called alere. He tests once a week with strips manufactured by roche diagnostics. It is extremely important for him to keep his blood thin enough to prevent any further strokes. He has already had two. Therefore, it is paramount that his inr test results be accurate so his cardiologist can keep his inr level above 2.0 or at a therapeutic level. If it falls below 2.0, he is not protected from a stroke and if it goes too far above a certain level, he is at risk for bleeding to death. It is a fine balance which is why he tests once a week. In (B)(6) of 2018, his inr levels became erratic and unstable. His inr levels were way above 6.0, so of course his cardiologist told him to hold his blood thinning medicine to bring his inr down. He tested again and his inr went up instead of down and there was real concern for bleeding. Again, his cardiologist adjusted his blood thinning medicine. After riding the storm with these extremely high inr levels, he tested again and his inr was at 2.0. The problem with being at just 2.0 in the beginning of the testing cycle is there is a real possibility he would fall below the therapeutic level of preventing a stroke. He then had to give himself shots in the stomach to offset the possibility of a stroke. This was a real dangerous time for (B)(6). As it turns out, I received a letter from alere home monitoring on (B)(6) 2018 stating that certain lots of test strips were not calibrated properly and were giving patients abnormally high inr results. I immediately called alere home monitoring customer service team to explain the rollercoaster inr levels and that it became apparent that (B)(6) had one of the affected lots of test strips. I was told at that time not to worry about it and there was no recall ordered. He was to continue using the affected lot test strips and he was to merely test again if he got a high inr level. I told alere at that time that blood testing has to be accurate because of the life threatening issues described above. Instead of recalling the affected lots of test strips in september, (B)(6) continued to use improperly calibrated test strips because roche diagnostics didn't want to spend the money, or for whatever reason, putting my son and hundreds of thousands of people at risk for life-threatening events. On (B)(6) 2018, I received an email from alere immediately recalling the defective test strips and to immediately stop using any affected lot strips. The email went on to say that alere would issue new bottles of test strips within the next two to three weeks. I again immediately called in an outrage voicing my concern about the recall which should have been done at the time they discovered the failure of the strips. I was told that the recall was issued at the end of october and I didn't receive an email until (B)(6). Also, I was told that they couldn't get the new strips out until the middle to the end of (B)(6), leaving thousands of people without proper testing strips. The handling of this recall and the handling of the initial inaccuracy of the test strips is inexcusable. They put my son and others at risk of death. He is still experiencing low inr results, probably because his cardiologist was responding to inaccurate test results.